Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge had a sheared tip. It had a half moon shaped chip in the top of the bevel tip. The tip touched the limbal area at the incision site for a second. The surgeon immediately spotted the damaged tip under the microscope view and asked for a new lens. The intraocular lens was not advanced past the first step of the loading process and therefore did not contact the eye. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the actual device was not returned for evaluation. However a photo was provided and was evaluated. The cartridge tip was observed deformed. The complaint issue was considered verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.